Event description:
An optometrist report possible ectasia tow years post bilateral lasik. Patient reported blurry vision. Patient is being watched, no intervention planned at this time. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed a necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).